Event description:
It was reported that at a routine follow-up appointment, the physician was unable to interrogate this device. Additionally, remote data was not available after (B)(6) 2021. The physician attempted to interrogate the device with two different programmers and different power sockets, with no device response. Finally, the physician attempted to elicit a magnet response twice, but the device did not show a magnet response. The patient was hospitalized and boston scientific technical services was contacted. It was confirmed that the device should be explanted if interrogation was unsuccessful. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device had no telemetry nor pacemaker output and thus interrogation was impossible. This device was sent for further testing where the external device case was removed for an isolated battery analysis. Battery analysis revealed a high current drain and a lower-than-expected remaining voltage, but there was no evidence of hydrogen within the device case which could have contributed to the observed current drain. Unfortunately, the exact root cause of the premature depletion could not be confirmed as the hybrid circuitry was damaged during analysis.

Event description:
It was reported that at a routine follow-up appointment, the physician was unable to interrogate this device. Additionally, remote data was not available after (B)(6) 2021. The physician attempted to interrogate the device with two different programmers and different power sockets, with no device response. Finally, the physician attempted to elicit a magnet response twice, but the device did not show a magnet response. The patient was hospitalized and boston scientific technical services was contacted. It was confirmed that the device should be explanted if interrogation was unsuccessful. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.